Manufacturer narrative:
One level 1 hotline low flow system (hl-90) was returned for investigation in new condition. The investigator started with a visual inspection then filled the tank with water, attached temp check, plugged in line cord, and turned on power switch. The investigator then let the device warm up and without adjusting anything it reached 41.9 degrees then stabilized. The set point for the over temperature alarm was at 43.1. This was the expected value. All the alarms on the device were tested and functioned properly. The temp check was replaced by a disposable and the device operated as intended. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) failed the over temperature alarm test. This product problem was observed during testing.